Event description:
Product returned with oos report indicating a lead problem. Comments: "lv lead implanted with 1.5v lv threshold, then dislodged overnight. Lv lead revision attempted next day, unable to obtain stable lead position or threshold. Pt referred for epicardial lead placement. "